Event description:
A female with cerebrovascular disease, hypertension, af, and as, underwent aaa repair in 2007. The pt's anatomical form was considered suitable for endovascular repair. The physician placed one main body and two iliac leg grafts. The procedure was conducted as labeled. A type iii endoleak was confirmed between the main body and the right iliac leg graft. The connection was additionally sealed using another MFR's balloon catheter. The physician performed digital subtraction angiography (dsa) and it confirmed that a minor type iii endoleak still remained. The physician considered that blood clots would form because the lumbar artery was not visible by angiography. The following month and 2008, f/u confirmed that the type iii endoleak persisted but no procedure was performed. Then seven months later, f/u confirmed that the type iii endoleak has become minor. Pt has shown improvement.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Proper ballooning sites within the graft. The device remains implanted and no images were provided to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specification. Without images or additional info, we are unable to determine with certainty, the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.